Event description:
It has been reported to philips that the flexvision display is not visible. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system onsite and confirmed that flexvision display was not visible. During remote troubleshooting, the customer only needed the part number, rse gave the customer the part number for the flex pc: 452209018602. Rse created an escalation to request confirmation from bu if the com1 cable. Review of the system log files showed the com1 port of the flexvision pc is used to connect to the video matrix switch. The system was returned to use in good working order. The codes were updated based on the investigation outcome.